Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision procedure approximately eight years post-implantation due to allegations of pain, discomfort, elevated metal ion levels, malfunction, osteolysis, metal poisoning, discomfort, and large acetabular and proximal femur cyst. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received reported patient experienced pain two years post-implantation. Operative notes received reported that patient underwent a right hip revision procedure approximately eight years post-implantation. During the procedure, dark fluid, metallosis, osteolysis, dysplasia of pelvis and acetabulum, significant cysts, and well-fixed stem were noted. The cup and head were removed and replaced. A poly liner was additionally implanted. It was further reported that patient underwent an aspiration eight years post-implantation, as patient tested positive for infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2016-01402 / 01404 and 01378). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient had an initial right hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, elevated metal ion levels, malfunction, osteolysis, particle disease, and large acetabular and proximal femur cyst. The patient's legal counsel reported the patient was further revised on (B)(6) 2015 due to alleged pain, particle disease, and inability to bear weight. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Patient medical records noted the patient reported snapping and pain in (B)(6) 2009. Operative report dated (B)(6) 2014 noted dark fluid, metallosis, osteolysis, dysplasia of pelvis and acetabulum, significant cysts, and well-fixed stem during the procedure. The cup and head were removed and replaced. A poly liner was additionally implanted. Operative report noted the patient underwent an aspiration procedure on (B)(6) 2015; fluid taken during (B)(6) 2014 revision procedure had tested positive for infection operative report dated (B)(6) 2015 noted the acetabular cup to be loose with no ingrowth and discontinuity of the acetabulum during the procedure. The acetabular cup and poly liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 157446, m2a-magnum mod hd sz 46mm, lot 448190; us157850, m2a-magnum pf cup 50odx44id, lot 833090; pt-106056, regen/rnglc+ multi 56mm sz 24, lot 208010; 11-104109, mlry-hd por fmrl 9x150mm, lot 832560; 139256, m2a-magnum 42-50 tpr insrt std, lot # 288820; ep-108424, e-poly 40mm +3 maxrom lnr sz24, lot # 775670; 650-1068, cer option type 1 tpr sleve +6, lot # 993620; 650-1058, cer bioloxd option hd 40mm, lot # 602830; 103534, ti low profile screw 6.5x35mm, lot # 998730; 103533, ti low profile screw 6.5x30mm, lot # 905530; 103531, ti low profile screw 6.5x20mm, ia6.5x20mm lot # 530810. Reported event was confirmed by review of x-rays and provided op notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.